Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a decreased sensing threshold, increased capture threshold, and increased pacing lead impedance noted on the right ventricular (rv) lead. It was alleged that the lead may not have been properly connected to the header. A procedure was performed to address the lead, and the lead was disconnected and reconnected to the device header to resolve the event. The patient was stable following the procedure.